Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the auxiliary illuminator and the laser are not working. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The auxiliary illuminator and the laser core module were replaced, but the replacement did not resolve the issue. The company service representative replaced the switch service base, the base power distributor printed circuit board (pcb), the w09 cable, the data input/output w03 cable, the w23 cable, the ethernet w23 cable, and the w25 cable. The company service representative found the w25 cable to be nonconforming and replacing it resolved the issues. Unrelated to the reported event, the illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming w25 cable. The manufacturer internal reference number is: (B)(4).